Event description:
It was reported via a trial that approximately one year after the implantation of the xact stent in the right internal carotidy artery, x-ray revealed a grade 1 single strut stent fracture. The patient was asymptomatic. There were no reported adverse patient effects and no reported intervention. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Stent fracture can be a result of, but not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with another device post deployment. The stent fracture was not noted at the time of stent implant, suggesting that the fracture occurred post procedure. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint. Although a definitive cause for the reported stent fracture could not be determined, there is no indication of a product quality deficiency. All xact stents are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested verify proper stent deployment.

Event description:
Subsequent to the previously filed medwatch, it was reported that the xact stent was not fractured, as was initially reported; rather, a non-study stent was fractured. The xact stent remained intact.

Manufacturer narrative:
(B)(4).